Event description:
Resectoscope sheath tip reportedly broke off in vivo as surgeon was attempting to insert inner/outer sheath. Large tip retrieved from uterus; very small fragment was not found. Pt reportedly is fine.